Manufacturer narrative:
(B)(4). The customer returned one dilator for evaluation. The dilator contained obvious signs of use in the form of biological material. Visual examination revealed the distal tip of the dilator was split and frayed. This damage is consistent with undue force being applied to the dilator tip. The length and outer diameter of the returned dilator were measured and were within specification. The inner diameter of the distal tip could not be measured due to the damage. A lab inventory guide wire was able to pass through the returned dilator with minimal resistance. A device history record review was performed with no relevant findings. The IFU provided with this kit instructs the user to perform a skin wheal prior to dilating the skin. The customer report of a damaged dilator tip was confirmed by complaint investigation of the returned sample. The dilator tip was split and frayed, which is damage consistent with undue force being applied to the tip. The sample passed all relevant dimensional and functional testing, and a device history record review was performed with no relevant findings. Based on the condition of the sample received, unintentional user error caused or contributed to this event. Teleflex will continue to monitor and trend for complaints of this nature.

Event description:
Customer reported that "when inserting the dilator over the wire, the dilator splits at the tip, so that the dilator cannot be pushed over."

Manufacturer narrative:
(B)(4).

Event description:
Customer reported that "when inserting the dilator over the wire, the dilator splits at the tip, so that the dilator cannot be pushed over."